Event description:
A patient treated on (B)(6) 2010 had a re-intervention for a type ib endoleak on the (B)(6) 2013. A leg device and a distal extender device were successfully deployed to resolve the type ib endoleak and the patient is recovering well.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. There are a number of reasons for type ib endoleaks including but not limited to; disease progression, failure to identify and treat a minor preoperative leak and proximal migration of distal end of the stent graft. Type ib endoleaks have been reported with every evar device and are a well-documented and clinically understood complication of evar surgery which has multiple causes. The event rate is within clinical expectations.